Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported blood back up with leaking where the tubing meets the t-connector in the nicu while attached to a patient. There is very limited information or details available regarding this event. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no damage or anomalies. Functional and pressure testing was performed and there were no signs of leaking. The root cause was not identified.